Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue or failure to deploy the stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that durinig the procedure treat a coronary lesion, the stent delivery system (sds) balloon did not inflate and the stent implant could not be implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device status changed from not returning to returned. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue and failure to deploy the stent were not confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue or failure to deploy the stent.